Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: angina and stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt presented with angina and the target vessel was treated with percutaneous coronary intervention (pci), most likely due to restenosis. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - restenosis and angina are risks of coronary stenting procedures, and are listed in the instructions for use as potential adverse events. Further, these pt effects, in addition to hospitalization are listed in risk assessment matrix, as no-fault post-procedure complications and are not necessarily an indication of a product quality deficiency. There was not report of any product malfunction at the time of the stent implant. It is possible that the reported angina is a secondary effect of the restenosis, which was treated with pci, requiring hospitalization. However, a conclusive root cause cannot be determined.